Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that a valiant captivia delivery system, (B)(4), was received by the hospital for use in the dissection clinical trial. Upon inspection of the box at the clinical site it was noticed that the delivery system was packaged in a talent captivia box; however, the label was for a valiant captivia system. The delivery system was set aside and was never associated with a procedure or patient. The box was opened by the site and a valiant captivia delivery system was within the box. Evaluation summary: the device was returned in original shelf carton packaging. The delivery system box is for a talent captivia delivery system; however, the label on the carton is for valiant captivia. Upon opening the box, a valiant captivia delivery system was found within. The labels on the delivery system and pouches match the label on the carton. A valiant captivia clinical trial (dissection) IFU was also within the box. The incorrect product carton box used during packaging was determined to be a manufacturing related issue.